Manufacturer narrative:
Per the field service representative (fsr) the customer had discarded the broken piece. The fsr verified the broken latch and replaced it. The unit operated to the manufacturer's specifications. The suspect part was sent back to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the air bubble detector (abd) latch broke. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss nor adverse consequence to the patient.

Manufacturer narrative:
Updated blocks: d9 and h6 the reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.